Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when trying to do a threshold test with the programmer, the programmer is delayed from when the touch pen is pressed to when the test starts. The programmer is still in service. No patient complications were reported as a result of this event. A second report was subsequently received reporting the same issue. The touch pen is slow to respond when in a threshold test. The fan is also getting loud, and the keyboard top needs to be fixed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that when trying to do a threshold test with the programmer, the programmer is delayed from when the touchpen is pressed to when the test starts. The programmer is still in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus skips across the bottom section of the overlay; display overlay/bezel assembly found out of electrical specification. Left keyboard hinge is broken. System fan is noisy. System error found in the programmer error log.